Event description:
It was reported that the mdu hand control powermax shaver made a noise and overheated during use in an acl procedure. A delay of 5 minutes was reported. A backup device was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
Complaint of loud noise and overheating could not be reproduced. Oscillate function is intermittent and hand piece sensor errors occurred throughout functional tests. Buttons on unit have intermittent functionality. A review of the device history record was performed which indicated that the device met product specifications and confirmed no product deficiencies. After the evaluation, the root cause for the reported issue was determined to be a defective electronic component on the hall board. A corrective action has been initiated to mitigate future recurrence of similar events.